Event description:
Same case a MFR report #: 2134265-2009-01929. Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stent treatment procedure, the patient developed in-stent restenosis. The index procedure identified two lesions. Target lesion one was a de novo, 2.75x30mm, 90% stenosed lesion of the proximal lad (left anterior descending). Target lesion one was treated with pre-dilation at 8atm, placement of two overlapping taxus express2 stents (3.0x16mm at 16atm and 2.5x16mm at 18atm), and post dilation with three balloons at 20atm resulting in 0% residual stenosis. Target lesion two was a de novo, 2.5x20mm, 90% stenosed lesion of the distal cx (circumflex). Target lesion two was treated with predilation at 8atm, placement of two overlapping taxus express2 stents (2.5x8mm at 8atm and 2.5x16mm at 8atm), and post dilation at 16atm resulting in 0% residual stenosis. Post procedure ivus (intravascular ultrasound) confirmed the stents were apposed to the vessel wall. An additional procedure to treat the mid rca was performed six days following the index procedure. The patient was discharged 14 days post procedure on plavix and baby aspirin. The patient returned 294 days following the index procedure due to 90% in-stent restenosis of the 2.5x8mm distal cx. Treatment consisted of a percutaneous coronary intervention resulting in 0% residual stenosis. The patient was discharged two days post reintervention.

Manufacturer narrative:
At the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.